Event description:
It was reported by the patient's attorney that the patient underwent surgery on for anterior cervical discectomy fusion and decompression to treat neck pain and left arm numbness. A titanium anterior cervical plate was implanted during the procedure. Allegedly, immediately after the surgery the patient began showing signs of neurological injuries resulting in paralysis of both upper extremities. Six days post-op the patient underwent a corrective surgery. Allegedly, the patient continued to have paralysis of both upper extremities. The patient reportedly has had physical therapy which was unsuccessful and is completely dependent with all activities. Allegedly, the patient received a traumatic impression upon the spinal cord during surgery.

Manufacturer narrative:
(B)(6). Location: hospital. Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.